Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown; product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, MFR site: the country of origin is japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that one of the two leads inserted for the trial showed abnormal impedances in all electrodes. It was confirmed that there was no problem with the extracorporeal stimulator and it was suspected that there was a problem with the lead, so wiping off the adherent blood and reconnecting it several times was attempted. However, no improvement was observed. After a spare lead was opened and reinserted, and the impedance was measured, and it was "energized" without any problems and the operation was completed successfully. A factor that might have contributed to the event was that there was an extradural adhesion when the lead was inserted, so it was difficult to operate. This might have been due to the fact that the stylet had been replaced several times. The product was replaced and repositioned and the issue was resolved. Surgical intervention did not occur and was not planned, and there was no patient health damage.